Event description:
Baxter reports, "a pt needed to replace the transfer set, because the occluder feet are broken. Leaks can be observed when the minicap is removed. The reported set was placed" 4 mos before event date. There was no pt injury or medical intervention associated with this incident according to baxter.